Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: reciprocating saw attachment device, 9/9/2022. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
This is report 1 of 2 of the same event: it was reported from australia that during an unspecified surgical procedure, it was discovered that the electric pen drive device and reciprocating saw attachment device overheated and burnt the patient¿s lip. It was not reported if there were any delays in the surgical procedure or if spare devices were available for use. There was patient involvement reported. It was reported that there was patient injury. The reporter stated that the device was returned by the biomedical engineering department; therefore, no further information was provided regarding the event details. It was not reported if there was any medical intervention or prolonged hospitalization required as a result of this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: this device was returned for evaluation. Quality engineering evaluated the device and determined that the device passed all visual inspections and pre-repair diagnostic assessments, and no failures were identified. Therefore, the reported condition of the device overheating was not confirmed, and an assignable root cause was not determined.